Manufacturer narrative:
Available additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Patient information, including pre-existing medical conditions is not known.

Event description:
Addendum feb 14, 2023: there was no delay in the completion of the procedure. The patient did not need additional anesthesia. An short circuit error message was received for the event.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint of extreme wear was not confirmed. Upon inspection of the device, it was observed that there was wearing of the tissue pad. However, the wearing was not of an extreme nature. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic liver resection procedure, the device tissue pad was damaged by being extremely worn. The procedure was completed with a similar device. There is no harm or adverse impact to the patient. The setting on the generator were seal and cut 3, seal 1. Intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During seal & cut output, the tissue pad was worn out because nothing was gripped between the gripper and the tip of the probe (including after the tissue was cut). 2. The tip of the probe came into contact with the non-insulated part due to the wear of the tissue pad. 3. The short circuit error occurred because the seal & cut output was performed while the non-insulated part was in contact with the probe. In addition, contact traces were formed. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.